Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the self test failed. The fse visited onsite and evaluated the device. The fse re-ran the operational check successfully, and the device was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse re-ran the operational check successfully, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.